Event description:
The patient (B)(6) received an scs system including a surgical lead implanted for lumbar and unilateral leg pain. It was reported that the patient lost stimulation in the right leg and was receiving inadequate coverage in the left. Lead migration is suspected but has not been confirmed. The patient denies experiencing any traumatic events which may have contributed to this occurrence. Adequate stimulation coverage was recaptured for the patient via reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.